Manufacturer narrative:
The pump was returned, and analysis found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), UDI# : (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving gablofen 1,000.0 mcg/ml; 48.0 mcg/day via an implantable pump. Indication for use was cerebral palsy and intractable spasticity. The date of the event was (B)(6) 2018. It was reported the patient experienced an infection. A roller study and dye study were not performed. The pump and catheter were explanted (B)(6) 2018. The patient recovered without sequela. No further complications were reported.